Manufacturer narrative:
No patient information provided to date. Medicine/therapy name: hydromorphone, insulin, pipercillin, ceftriaxone, vancomycin, heparin, pantoprazole report source other: medwatch mw5096760.

Event description:
Per mw5096760: "another device was needed to continue care; after induction of anesthesia and connecting the circuit from the anesthesia ventilator to the patient (patient 1), the oxygen flow went to zero. The anesthesia ventilator did not have enough oxygen flow to ventilate the patient. The patient was bagged and placed on a different anesthesia ventilator. The bag arm tube needed to be replaced and was replaced. The machine was placed back into service after evaluation by biomedical engineering."